Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Correction to information provided in the initial report: the customer's allegation (buckling) was not confirmed during device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a conclusive root cause of the material remained in the device could not be determined. The suggested event is detectable/preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): - the detection method is described in chapter 3 preparation and inspection of the gif-1200n operation manual. - preventive measures are described in the instruction manual gif-1200n cleaning/disinfection/sterilization chapter 5 the reprocessing of endoscopes (and accessories that are reprocessed together). Per the legal manufacturer, the other device defects included in the initial medwatch have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope was buckling. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that the nozzle has foreign objects. Additional evaluation findings were as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover has white-clouded area, due to clogging of nozzle, water removal ability does not meet the standard value, and the connecting tube has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.